Event description:
It was reported that the patient presented in clinic, after receiving inappropriate high voltage therapy due to noise on the ventricular channel. Set screw issue was suspected. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.